Event description:
Connection site (yellow hub) of intra-aortic balloon pump catheter was cracked. This was at the site where the catheter is connected to pressure lines. This caused a leakage of serosanguineous fluid at the site. Physician was notified. Intra-aortic balloon pump was prematurely discontinued once pt had no adverse effects. Remained hemodynamically stable.